Manufacturer narrative:
Seven devices were returned and evaluated. The evaluation results are as follows: seven devices were received and evaluated for the complaint regarding the needle button released event. All devices were inspected, and the needle mechanism functions were tested and were verified to have operated as intended. The complaint could not be confirmed for these devices.

Event description:
The patient called to report that the needle button released on its own a few hours after pressing the button in.